Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record revealed no complaint related issues. Visual inspection revealed that the shaft of the quick coupling is completely worn out. The face on the shaft has a clearly visible dent in the edge, likely caused by undue high applied torque. The bore and key in the bore have clearly visible wear marks. All these findings indicate inappropriate handling caused the device to jam. Conclusion: no manufacturing related fault could be detected.

Event description:
It was reported that during the procedure the large coupling quick-connect was jammed with the quick-connect drill attachment. Surgery was completed, but prolonged.